Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok button is allegedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings: during investigation, the keypad was found to be peeling and the ok button did not respond to presses. All other buttons responded to presses appropriately. There was was no damage found to the button contacts. Unrelated to the original complaint, there was corrosion found in the battery compartment. The battery compartment was found to be cracked. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board at the keypad flex connector and surrounding components in the pump interior. The unresponsive buttons were due to the moisture damage.